Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient had a headache. She had just eaten but the cgm was displaying values ranging from low to 43 mg/dl. Her doctor advised her to go to the emergency room (ER) as she did not have a bg meter and they thought that the cgm readings were wrong. She went to the ER on her own. Her bg reading in the ER was 590 mg/dl. She was treated with insulin and fluids. She went home later the same day after her blood sugar was stable, and she was feeling normal. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.